Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The patient was called for troubleshooting, and the father answered the phone. The father was advised to put the customer back on the pump and monitor the pump performance, and to call back if the blood glucose levels elevate or if the pump gives a no delivery alarm so that troubleshooting can be conducted at that time. The father stated that the customer is very lean and inserts the infusion sets in the upper thighs. Unable to confirm any bent cannulas at this time. Advised to avoid any bending or kinking of the tubing and pressure at the insertion sites. The father stated he would do all of this and call back if needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received excessive no delivery alarms and insulin pump was broken. Customer reversted to old insulin pump. Customer's blood glucose was unknown.